Event description:
It was reported by service report that the calf support/stirrup would not lock. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: worn lock.